Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an implantable pump. It was reported the patient's personal therapy manager (ptm) showed a motor stall. The issue occurred during normal use on (B)(6) 2020 the patient was told to go to the emergency room if withdrawal symptoms occurred. Surgical intervention was scheduled for (B)(6) 2020. The issue was not resolved at the time of this report. The patient's status was alive - no injury.